Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that they have a lot of problems with the whole system as they cannot get their pain controlled.

Event description:
Additional information was received from the patient reiterating that they were told that their electrodes slid down. The patient stated that the device was reprogrammed in bismark and they had been having problems ever since. The patient stated that they were told to call them if they had problems, but they didn't call the patient back. The patient stated that they talked to people at the clinic, but not the manufacturer representative (rep). The patient stated that they were not going to hunt people down. The patient stated that they were going to arizona on monday and would try to see someone else there.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Event statement "it was reported that the patient was able to decrease settings. They stated at that rate the battery would be dead by the end of the day" was omitted from the last report. Adding this statement to this report with an aware date of 03-07 that should have been included from the last report. Aware date of this report's reportable information is 2019-03-12. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was able to decrease settings. They stated at that rate the battery (was going, it) would be dead by the end of the day. Additional information was received via two letter responses from the patient. The patient reported that having many problems did not help their weight. They stated they weighed (B)(6) 6 months ago when they "started this" and they probably weighed more now. They also clarified their statement of "having problems ever since they were reprogrammed" and said that their device was set too high, and they would not stay on # set of 4 different red triangle problem screens (problem screens in related file). They responded that their actions/interventions taken to resolve the lead migration was that they were considering a different device. The issues involving the lead slipping and having problems ever since they were reprogrammed were not resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-jul-2022, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-jul-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they weren¿t having great benefit from the device since they were implanted. The patient reported that they did x-rays and noticed that the leads had slipped down a bit. The patient reported that they were reprogrammed and they stated the therapy was doing great now. The patient reported that before they were reprogrammed they were having headaches, problems sleeping more than 4-5 hours and were having 4 or 5 bowel movements a day. The issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from rep was received. Rep stated patient had trouble with his device. It was noted patient met rep a couple weeks ago and that was when everything started. It was mentioned patient had x-ray a couple weeks ago and electrodes had moved down the spine about an inch, so the stimulation was hitting all the wrong nerves. They reprogrammed it and it worked battery, but they put it up so high to 8-9 range. Patient stated the stimulation was so high, it was uncomfortable. Patient stated the setting did not stay where you set it. No further complication and no symptoms were reported.